Event description:
The clinic reported an autotest failure, gambro technical services (gts) diagnosed a leak internal to one of the valves on balance chamber number one. No patient involvement was reported.